Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes, an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes, an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-aug-2025. Investigation summary: bd received 110 samples for investigation. The returned samples were inspected, and no issues were identified. A functional test was performed on 10 of the returned samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were inspected, and no visible defects were found. A functional test was also conducted on 10 of the retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.